Manufacturer narrative:
Took chair for a test drive in order to duplicate reported incident of chair flipping over backwards while backing down a ramp in a lowered floor van. Reports given from client were that the seating was all the way down not tilted and back was in the up position. When starting to traverse down the ramp backwards, the chair flipped over. Attempted to duplicate this both fully tilted to 50 degrees with 280 lb participant in the seating on a 11 degree incline. The chair lifted the front wheels and put all of the weight on the rear suspension, casters and drive wheels, but never did it come close to tipping over backwards. This test was performed again with the seating in the reported position (not tilted) on the same 11 degrees ramp and the results were the same. The unit never came close to flipping over backwards. Full inspection of the units base didn't show any signs of a failed part that could have possibly caused this reported incident. The fact that the chair was going downhill in reverse and client said she tipped forward is unlikely. Client then says she "threw" her weight backwards and the chair flipped. It is normal for two casters to lift depending on the conditions. If the drive wheels then be in contact with the ramp. They would roll unhindered and not allow the chair to flip. It is more likely that the chair was driven off the side of the ramp.

Event description:
Client says she opened her van door and activated the lowered floor ramp system. She says she began to exit the van in reverse. As she began to descend backwards on the ramp, she states that the chair tipped forward. This forward motion startled her and she lunged back into her seat. (B)(6) states that when she lunged back, the momentum rocked the chair backwards and tipped over on its back shell.